Event description:
It was reported that a patient presented in the hospital after receiving an alert for low, out of range high voltage lead impedance. Externalized conductors were observed. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.5cm was returned for analysis. External insulation abrasion was noted at 15.0-15.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.3-12.0cm from the distal tip. The etfe coating was intact at these locations.